Manufacturer narrative:
Awareness date is used for the date of event. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had incorrect results.